Event description:
New information received noted that the patient presented for a follow-up in clinic.

Event description:
Related manufacturer reference number: 2017865-2023-93948. It was reported that the patient presented with the pacemaker and right atrial lead that exhibited noise oversensing resulting in pacing inhibition causing high ventricular rate pacing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.